Manufacturer narrative:
Additional information has been requested, but no additional information has been received.

Event description:
It was reported that a patient complained of bilateral blurred distance and near vision. There was mild bilateral astigmatism shift, mild bilateral lens tilt, and bilateral posterior capsular opacification (pco). The bilateral lens vault/tilt was noted on (B)(6) 2015 at post-op visit. Yag capsulotomy is scheduled to treat lens tilt. This report pertains to the patient's left eye.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7456329) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon indicated that in his opinion the likely cause of the event is pco, normal healing process, and capsular contraction. The patient's current prognosis is "excellent" and treatment "scheduled for yags ou on (B)(6) 2015".